Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events related to lodged material remaining in endoscopes after reprocessing. As part of this remediation, pentax medical performed a retrospective MDR assessment of events/complaints received from (B)(6) 2014-(B)(6) 2016. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax model ed-3490tk/serial (B)(4) was received by pentax medical as a loaner return without any reported concerns. During pentax service evaluation, the pentax endoscope technician confirmed a piece of a cleaning brush stuck inside the air/water valve cylinder. Other pentax inspectional findings included: primary operation channel resistance. Passed wet/dry leak tests. Suction tube mild resistance. Umbilical cable single buckled under pve root brace. Fluid invasion not observed in control body or pve connector. Pentax medical contacted the facility to gather additional information. Responses were received by the initial reporter stating the user discovered the duodenoscope was not working post cleaning and reprocessing, as a result, the duodenoscope was not used on a patient prior to sending it out for repairs. The duodenoscope underwent an angulation adjustment and a video image calibration, and was returned to the loaner inventory.